Event description:
It was reported to boston scientific corporation that immediately following implantation of an uphold vaginal support system during an anterior repair procedure, the patient experienced tissue inflammation and urinary retention. Reportedly, the patient self-catheterized using a foley catheter to relieve her retention. The inflammation was not treated, but the retention eventually resolved. The physician opines that the patient's retention was related to the dissection and the patient's tissue inflammation, not to the uphold device. She also hypothesizes that the tissue inflammation was located posterior to the bladder neck.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.